Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/7/16 phone call, 10/10/16 phone call, 10/11/16 phone call. The site biomedical engineer troubleshot this issue with ge healthcare technical support. It was recommended to replaced the flow sensors and remove the white screen on the soda sorb canister to correct the reported fault.

Event description:
The hospital reported during a case the unit would not ventilate in pressure control ventilation mode. The patient was manually ventilated to complete the case. There was no report of patient injury.